Event description:
It was reported that the device displayed a black screen during use and cannot be operated anymore. The user suspects a shutdown. According to the user the screen could not be started again by pressing the main switch. The ventilator was immediately replaced with standby equipment. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device displayed a black screen during use and cannot be operated anymore. The user suspects a shutdown. According to the user the screen could not be started again by pressing the main switch. The ventilator was immediately replaced with standby equipment. No patient injury was reported.

Manufacturer narrative:
The affected device was manufactured in 2011 and was checked onsite after it was repaired by a 3rd party service provider. A visual analysis of the device showed dirty filter mats in the rear cover which hamper the air flow inside the device. The error log was secured for analysis and contains entries which indicate a shutdown of the device due to an internal battery at the end of its lifetime. In addition, there are entries showing that the device performed a restart due to a deviation related to the lp control board and the connected components and cables. Reportedly the 3rd party service provider repaired the connection cable to the lp control board to solve the issue. In case the device shuts down completely the power fail alarm (buzzer) will sound, and the pneumatic system opens which reduces airway pressure to ambient pressure to allow for spontaneous breathing for the patient. The IFU warns the user to continue ventilation using an independent ventilation device without delay in case of a device malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.